Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device's white energy capacitor wire was disconnected. Will cause the device to fail to deliver defibrillation energy.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the observed issue. It was determined that the root cause of the device not delivering defibrillation energy was the white energy capacitor wire being disconnected from the j18 spade connector. The device was archived by stryker and the customer received a replacement device.